Manufacturer narrative:
A partial lead with the connector pin measuring 20.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the tip of the lead was unable to be fixed despite multiple attempts. The lead was not implanted and another was implanted instead. The patient was in stable condition prior, during and post operation.